Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood sugar over 300 mg/dl. The customer treated with a manual injection. The customer went to the emergency. The customer declined troubleshooting, the insulin pump is not returning,

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report. Medtronic, inc.